Manufacturer narrative:
The patient¿s valve remains implanted and was therefore not returned to edwards for evaluation. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The cause for the mitral regurgitation could not be confirmed but it is likely that patient factors and procedural factors (valve in ring, elliptical shape of pre-existing mitral ring) contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), approximately two months post transapical valve in ring (29mm sapien 3 valve in a previous mitral ring) tavr procedure, the patient passed away. The patient was noted to have residual pvl post procedure, which was deemed ¿non repairable¿ by the physician, therefore the patient was treated medically. It is perceived that the patient expired from heart failure, as the valve in ring procedure did not improve his symptoms. Additional information was requested but was not forthcoming.